Event description:
See MDR no. 1219856-2009-00537 for the first report involving the same pt. It was reported that while in the intensive care unit the second iab-06840-u was inserted through the same sheath (in the right femoral artery) and positioned in the "correct aortic position." The md stated that the same "oozing" of blood appeared. As a result, the md removed the intra aortic balloon (iab) and sheath as one unit and while the pt was in the operating room another iab was inserted successfully.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.